Event description:
This is at least the 7th incident with neobar in which the tab of the stabilization platform separated from the adhesive causing extubation of the oral ett. The infant required reintubation. We are unable to identify a specific color or lot number. This is a serious problem due to the potential for harm. We have removed neobar from the six intubated infants currently in nicu and replaced with tape. The manufacturer is aware, previous devices have been returned to them for testing, and they are sending a representative to the hospital.manufacturer response for endotracheal tube holder (per site reporter).the manufacturer requested the product be returned to them (which we will do). They are also sending a representative to the hospital.